Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis and myocardial infarction (mi) occurred. The patient presented due to a positive stress test. A 70% stenosed target lesion was located in the 3rd obtuse marginal (om) artery and a 95% stenosed lesion was located in the mid circumflex artery. Treatment consisted of direct stent placement of a 2.75x38mm taxus liberte stent followed by post dilation using a 3.0x20mm quantum apex balloon at 20 atm for 27 seconds in the mid circumflex and 20 atm for 25 seconds in the 3rd om, resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the following day on prasugrel and aspirin. (B)(6) 2011 - the patient presented via ambulance due to retrosternal chest discomfort, shortness of breath. The patient was given nitroprusside and nitroglycerin following an abnormal electrocardiogram resulting in lowered blood pressure. The patient felt better after receiving sedation and pain medications. Angiography revealed 100% occluded tubular stenosis of taxus liberte placed in the 3rd om, acute proximal edge and pre-stent thrombosis. The patient experienced ischemic symptoms lasting 10 minutes or more, cardiac enzymes were performed and the patient was diagnosed with an mi. The occlusion was treated with placement of a 3.0x18mm non-bsc stent. At the time of this event the patient was taking effient 10mg and asa 81mg daily. The patient was discharged the following day.